Manufacturer narrative:
Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, the exact cause of the worsening central leak is unknown, but could be related to the mechanisms described above. The edwards sapien transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien valve in the pulmonic position is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position/deploy the sapien valve in this scenario. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), six months after the implant of a 23 mm sapien valve by transvenous access in the pulmonic position, the pulmonic valve regurgitation changed from trace to moderate. No actions were taken at the time. The three year follow-up echo showed severe pulmonic transvalvular regurgitation. As per pi, the event is device and procedure related. The pulmonic valve was replaced with good result and patient is doing well.

Manufacturer narrative:
It is normal to have a small gradient across a prosthetic valve after implant; however, elevated gradients may indicate obstructed flow across the valve. Over time, gradients can develop or worsen due to leaflets being affected by the development of calcification, or the formation of pannus/host tissue, or thrombus. Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valve (thv) per the IFU, thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g, systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. In this case, thrombosis was confirmed, however, the exact cause is unknown. As there was limited information pertaining to contributing patient factors and anticoagulation regime post valve implant, the thrombus may be due to the mechanisms described above. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
As reported by our affiliates in (B)(4), six months after the implant of a 23 mm sapien valve by transvenous access in the pulmonic position, the pulmonic valve regurgitation changed from trace to moderate. No actions were taken at the time. The three year follow-up echo showed severe pulmonic transvalvular regurgitation. Five years and six months after the implant, the sapien valve was explanted and a 22 mm melody valve was implanted with good result and patient is doing well. During procedure it was seen a blocked right femoral venous system, sapien valve leaflet thrombosis and free tricuspid regurgitation. As per pi, the event is device and procedure related.